Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was low (47 mg/dl). Paramedics treated the customer with a d50 glucose injection and glucose tablets. Bg elevated. Customer declined to go to the hospital. Cause of low bg was not known. Recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) readings remained above 60 mg/dl on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated at 7:47 pm on (B)(6) 2018 and cleared by the user shortly after. Approximately two hours prior to the cgm alert, the user delivered a 2.88 unit bolus for a bg of 267 mg/dl and 25 grams of carbohydrates. Compliant could not be confirmed. It is possible the user over-corrected. There is no evidence that the insulin pump experienced a malfunction or failure.